Event description:
Oti received a notification of medwatch# mw5147412, mw5147413, mw5147414, and mw5147415 via email from the FDA on 11/1/2023. The voluntary medwatch reports indicated a consumer called in stating their inteliswab tests are faulty. The consumer got 4 inteliswab test kits, each containing 2 tests, from their local public library. The consumer stated they test regularly for their job and all 8 inteliswab tests showed negative results when they have covid. The consumer stated they tested positive for covid using binaxnow, ihealth, and flowflex tests. It is unknown if the inteliswab devices malfunctioned as the consumer did not provide any additional details including if the IFU was followed, the timeframe in which the tests were performed, or if a pcr test was taken to confirm their results. The consumer also did not provide any contact information for oti to perform a follow-up. The consumer received false negative test results on eight separate inteliswab devices using the four test kits. Oti will submit two mdrs for each voluntary medwatch report to address each device separately. Refer to the below manufacturer report numbers: mw5147412: 1 of 2- MFR report # 3004142665-2023-00034; mw5147412: 2 of 2- MFR report # 3004142665-2023-00035; mw5147413: 1 of 2- MFR report # 3004142665-2023-00036; mw5147413: 2 of 2- MFR report # 3004142665-2023-00037; mw5147414: 1 of 2- MFR report # 3004142665-2023-00038; mw5147414: 2 of 2- MFR report # 3004142665-2023-00039; mw5147415: 1 of 2- MFR report # 3004142665-2023-00040; mw5147415: 2 of 2- MFR report # 3004142665-2023-00041.

Event description:
Oti received a notification of medwatch#: (B)(4) via email from the FDA on 11/1/2023. The voluntary medwatch reports indicated a consumer called in stating their inteliswab tests are faulty. The consumer got 4 inteliswab test kits, each containing 2 tests, from their local public library. The consumer stated they test regularly for their job and all 8 inteliswab tests showed negative results when they have covid. The consumer stated they tested positive for covid using binaxnow, ihealth, and flowflex tests. It is unknown if the inteliswab devices malfunctioned as the consumer did not provide any additional details including if the IFU was followed, the timeframe in which the tests were performed, or if a pcr test was taken to confirm their results. The consumer also did not provide any contact information for oti to perform a follow-up. The consumer received false negative test results on eight separate inteliswab devices using the four test kits. Oti will submit two mdrs for each voluntary medwatch report to address each device separately. Refer to the below manufacturer report numbers: (B)(4): 1 of 2- MFR report # 3004142665-2023-00034. (B)(4): 2 of 2- MFR report # 3004142665-2023-00035. (B)(4): 1 of 2- MFR report # 3004142665-2023-00036. (B)(4): 2 of 2- MFR report # 3004142665-2023-00037. (B)(4): 1 of 2- MFR report # 3004142665-2023-00038. (B)(4): 2 of 2- MFR report # 3004142665-2023-00039. (B)(4): 1 of 2- MFR report # 3004142665-2023-00040. (B)(4): 2 of 2- MFR report # 3004142665-2023-00041.

Manufacturer narrative:
An anonymous consumer reported false negative inteliswab test results through the FDA's medwatch program. The consumer did not state if a confirmatory pcr test was performed. No additional follow up is to be expected with this complaint and the incident will be closed internally.